Event description:
It was reported that they stated the arctic sun device boots to an alarm 47. They will inspect the processor circuit card and the wiring between the control panel and card cage. Per review of wo notes, they discussed the communication between the control panel and processor circuit card. They will check the connections and if they were unable to resolve it will request a depot repair. Per additional information received via mail on 07oct2025, it was reported that, biomed took it apart, re-seated the connectors, and didn't get any alarms anymore so it was returned to service. There was no impact to the patient other than switching out the arctic sun for another one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is an unseated connector on the processor circuit card. Per review of wo notes, they discussed the communication between the control panel and processor circuit card. They will check the connections and if they were unable to resolve it will request a depot repair. Per additional information received via mail on 07oct2025, it was reported that, biomed took it apart, re-seated the connectors, and didn't get any alarms anymore so it was returned to service. There was no impact to the patient other than switching out the arctic sun for another one. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device boots to an alarm 47. They will inspect the processor circuit card and the wiring between the control panel and card cage. Per review of wo notes, they discussed the communication between the control panel and processor circuit card. They will check the connections and if they were unable to resolve it will request a depot repair. Per additional information received via mail on 07oct2025, it was reported that, biomed took it apart, re-seated the connectors, and didn't get any alarms anymore so it was returned to service. There was no impact to the patient other than switching out the arctic sun for another one.